Event description:
Pt in cardiac arrest, being paced. Monitor shows low battery. External power supply plugged in but doesn't work. Monitor goes dead. Secondary battery placed in unit. Powers on then indicates low battery and shuts down. Third battery from another agency placed in unit. Monitor powers up but unable to obtain capture for pacing.